Event description:
Event description guidant received information that this fineline ii lead was exhibiting impedance measurements > 3000 ohms. The lead was removed from service and surgically abandoned. An additional guidant lead was implanted without issue.